Manufacturer narrative:
Activation of the nalu system was able to achieve stimulation, indicating that the system was functioning as designed. There are no reports of any external trauma or excessive movement which may have caused or contributed to lead migration. Patient expressed frustration with the delay in activation and declined any further troubleshooting, thus explant of the system was performed at the patient's request.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after completing a trial phase with the system in (B)(6) 2024. After implanting the permanent system there was a delay in scheduling activation and programming of the system. On (B)(6) 2024 the patient was seen for system activation. The system was successfully activated and paresthesia was achieved in the target locations, however optimal relief was unable to be attained. Xray imaging found the implanted lead had migrated, causing inadequate pain relief. Patient was offered to have the lead repositioned, however the patient requested to remove the system. A full system explant was performed on (B)(6)2024.